Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: a3dr01 implantable pulse generator (ipg) 2013-(B)(6); 5086mri52 implantable pacing lead 2013-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular lead had dislodged from the septum within approximately three days after the lead was implanted. The lead was repositioned and when reconnected to the device there was no capture. It was further reported that a connection failure was suspected and despite attempts to reconnect and programming the intermittent capture and pacing did not resolve. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.